Event description:
It was reported, the high-definition liquid crystal display monitor did not power on. The issue occurred during pre-use inspection prior to use for an unknown procedure. The unknown procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6 and h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was evaluated by a field service engineer and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "monitor does not power on" was caused by a faulty printed circuit board. Olympus will continue to monitor field performance for this device.